Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2011: asr xl acetabular system - right hip **incorrect see below: reason(s) for revision: pain. Update from (B)(6) spreadsheet (B)(6) 2012: date of revision, products, hospital. Asr revision: right asr xl acetabular system, reason for revision: pain. Update received 29th november, 2013. Hip side amended. Hip side amended: left.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 18900. Reason for original complaint ¿ asr revision to take place on 01 dec 2011 asr xl acetabular system - right hip **incorrect see below reason(s) for revision: pain update from (B)(6) spreadsheet 21st feb 2012: date of revision, products, hospital asr revision right asr xl acetabular system reason for revision: pain the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.